Event description:
It was reported that a patient was having generator replacement surgery due to neos = yes on (B)(6) 2015. During pre-operative diagnostics, high impedance was identified. A full revision surgery occurred as a result of the high impedance. The explanted products have not been received to date.

Event description:
Analysis of the lead identified abraded openings in the outer and inner tubing of the negative coil. A break was identified in the negative coil, and pitting/electro-etching conditions occurred at the lead break location. Imaging suggested that a stress-induced/fatigue fracture occurred in at least two strands of the negative coil. However, due to metal dissolution and/or mechanical distortion, the fracture mechanism of the other strands could not be determined. Also, an inclusion was noted in two strands of the negative coil at the break location, which was found to be titanium. Analysis of the generator verified the neos condition reported by the physician. Other than the neos condition, there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator and lead were received on 11/12/2015. Analysis has not been completed to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #2 inadvertently left out information regarding analysis of lead.

Event description:
The lead assembly had dried remnants of what appeared to have once been body fluids inside the inner and outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut ends of the returned lead portions.